Event description:
It was reported that on 2014 (B)(6), the patient was pushing themselves up on a stool and felt pain where the implantable neurostimulator (ins) was and it continued to hurt for 15 to 20 minutes. Since then the area felt sore and they noticed a return of symptoms as well. It was noted that the patient programmer showed the ins was on and they were at 1.30v on program 3. The patient turned stimulation up to 1.70v and was feeling stimulation and would try the setting to see if it would help with their symptoms.

Manufacturer narrative:
Product ID 3889-28, lot# va0fssx, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).